Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), product type lead. Product ID 977a275 , serial# (B)(6), product type lead . Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-dec-2023, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 26-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported it started a few months ago the pt started to feel a lot of stim in the finger but they were losing stimulation in their neck where it was targeted. The pt would increase the intensity and it was almost like pulling their arm out since it went real hard on their fingers. Pt had the therapy set at 3.2 with their right and 2.4 on their left side; at night they then set it to 1.6 on left and 2.0 on right. Pt said it was getting worse and their medtronic rep said to schedule an appointment with hcp. Patient reported they notified rep a few months ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that feeling stim in the finger and losing stim in the neck started to happen soon after the device was implanted. Patient stated it has slowly become more pronounced in their fingers and less so in their neck. Patient is hoping to soon make an appointment with their healthcare provider (hcp) so they can schedule to have a manufacturer representative (rep) take a look at the device. Patient reported they are scheduled (B)(6) for x-ray to check if lead migrated. Patient reported they have not made an appointment for the x-ray. They are contemplating what to do. They have not been getting the level of treatment from device. They are worried that the leads have migrated and would have to get them surgically repaired. Patient stated this would be the second failure they have experienced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated previously documented information. Patient reported they had seen a manufacturer representative (rep) for reprogramming and patient stated they could feel fluttering in their arms, but not past their shoulders. Patient commented their neck felt like before they had the stimulator. Patient also reported the rep gave them 2 groups (a and b) and patient reported the second group shakes them and messes them up and they can't even press the button to lower intensity; patient stated it is almost a relief to turn off. Patient stated they lower their stimulation from 2.2 to 1.0 when they go to sleep because if they do not lower it really bothers their fingers and they are unable to sleep. Patient stated their hcp wanted an x-ray to see if the leads had migrated and patient said they would eventually do the x-ray. Agent redirected to hcp to further address therapy issues and for possible reprogramming. Patient reported they take meloxicam or something like that as needed. Patient also mentioned they would contact another rep. Additional information was received from the patient. They reported that it was the rep and hcp that claimed the lead migrated and they have not yet scheduled an x-ray due to their work schedule. Patient stated they plan to schedule an appointment this month.